Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2006, inratio 1.2, lab 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2006, inratio 1.2, lab 2.5, mean 1.85, confidence limits 1.3-2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio value was outside the confidence limits for inr testing. Products will be investigated.